Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. Error 41622 presented during testing. There was debris in the gears of the pump that caused this issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error 41622. This occurred during testing. There was no patient involved.